Event description:
Disposable anchor being implanted in patient's shoulder broke upon being implanted. Anchor has suture attached to it and both anchor pieces, as well as the suture were recovered from operative site. A subsequent anchor was implanted immediately following without incident.